Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, the distal portion of an esheath+ tore as a 23mm s3u valve was advanced. Noticeable resistance was met but not enough to abort procedure. After the valve was successfully implanted, everything was removed in normal fashion. At this point it was observed that the distal portion of sheath had torn, and the torn portion was still attached by a thin piece of sheath material. The valve and sheath were prepped according to IFU. There was no difficulty inserting the sheath into the patient.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: sheath liner was fully expanded. Distal tip was torn radially along the distal edge of the liner seam. The tip did not open along the axial score line, but rather stretched along the side of it. All score lines were present. A scratch was observed near the distal tip. Imagery was provided and the following observed: 3mensio shows the patient's access vessel (right side) was calcified and tortuous. Calcification is present around the aortic bifurcation. Post-procedural image of the sheath shows the distal tip torn but remains attached. The complaints for torn sheath distal tip and difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "the distal portion of an esheath+ tore as a 23mm s3u valve was advanced. Noticeable resistance was met but not enough to abort procedure". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Also, a scratch was present on the returned sheath, which can be indicative of interaction with calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity and protruding calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to document investigation and assess associated risks for the issue. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.